Event description:
The patient was revised because of poly wear and malalignment.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although, the exact root cause could not be determined, malalignment of the components and the patient's weight may have been a contributing factor to the reported poly wear. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.